Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that lead exhibited low pacing impedance. The lead was capped on (B)(6) 2024 and replaced with new lead. Patient condition was stable.